Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the pain was secondary to implantable neurostimulator (ins) pocket seroma. The patient reported painful pocket generator with swelling. The outcome was resolved without sequelae. Interventions included explanting and not replacing the entire system. The event resulted in an unscheduled clinic or office visit. An examination confirmed that there were no signs of infection. The etiology was reported as not related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins) pocket. Relevant medical history included: multiple back operations.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event occurred post operation. The event was reported during follow up. Diagnostics included reprogramming. The results were unknown. The study staff notes stated ¿extensive reprogramming with manufacturing representative.¿ actions and interventions taken as a result of the pocket swelling included follow up. It was unknown if the pocket swelling resolved. The patient still reported pain at the generator pocket on (B)(6) 2007 and the patient exited the study on (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.